Event description:
A report was received alleging that during use of the listed tracheostomy tube the patient would cough. An emergent exchange of the tracheostomy tube was required. The reporter stated that the device's curvature was different than previously experienced. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Method: a sample device was returned and is currently under investigation.